Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep reported a piece broke.

Manufacturer narrative:
An event regarding crack/fracture involving a navigation handle was reported. The event was not confirmed. Device evaluation and results: visual inspection was performed by the vendor, (B)(4), which indicated: "there was no piece observed to be fractured nor were there any functional issues observed. There was material deformation in the form of gouges observed on the proximal end of the locking ring component; there was material deformation in the form of scratches nicks and gouges on the power tool coupling; there were signs of wear in the form of scratches, nicks and gouges throughout the complaint sample. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation did not confirm the reported event "broken piece" based on the suplier's analysis which stated that there was no piece observed to be fractured nor were there any functional issues observed. Overall, there was no failure observed on this complaint sample. Product surveillance will continue to monitor for trends.

Event description:
The sales rep reported a piece broke.